Manufacturer narrative:
Batch review performed on 12-feb-2020: lot 147655: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 31.12.2019 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additional implants involved: batch review performed on 12-feb-2020: hip implant: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 17472. Lot 174720: (B)(4) items manufactured and released on 15 november 2017. Expiration date: 2022-11-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Batch review performed on 28-feb-2020: hip implant: cup: versafitcup cc trio 01.26.45.1156 acetabular shell cc trio no-hole ø 56 (k122911) lot. 174468. Lot 174468: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 25/10/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. The shell liner involved in the complaint is not marketed in the USA.

Event description:
Revision surgery performed due to infection after about 2 years from the primary.